Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to b5 and g2. The information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that the image was not displayed due to damage of the scope socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed that the procedure was delayed 3 minutes. However, there was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found the device was in good condition however on inspection noticed the scope and mouthpiece are worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the video system center had no image. The issue was found during preparation for use. There were no reports of patient harm.